Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error code 1720 was verified. Event log shows error 1720 on (B)(6) 2018. Use testing was performed. Service replaced the backup capacitor. The problem source is the backup capacitor component.

Event description:
Information was received that the cadd legacy plus pump has error code 1720. No reported adverse effects.